Manufacturer narrative:
H.6. Investigation summary: photo evaluation: five photos were received. They confirm the packages to be from batch # 6242511 (p/n # 309628). No visual defects were observed in these photos. They show missing print on two syringes and ink which transferred to the user¿s thumb. Only few limited numbers on the scale markings are affected in the photos. Based on the photos provided and the complaint description, the missing print observed is a result of the end user manipulation of the samples by rubbing the print off with the thumb. Sample evaluation: four loose 1ml assembled syringe and two empty syringe packages were received by bd canaan and confirmed to be from batch #6242511 (p/n 309628). The samples were visually evaluated. Three of the syringes were identified with a sample # (2, 3 and 4). No defects including missing print were observed. The print permanency test was performed using the alcohol wipe test - all three samples passed with no scale markings coming off. One syringe was not identified with a sample #. Missing print was observed throughout the entire printed scale. This sample matched one of the photos initially provided and reported to have been manipulated by the user. The sample's print permanency could not be tested due to the sample having been manipulated and the scale compromised. The product is intended for single use only and complies with iso:7886-1 requirements. Based on the evidence provided, the defect as observed cannot be attributed to the manufacturing process but is a result of user manipulation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation summary: based on the samples received and testing performed, the reported defect could not be verified. The scale markings were confirmed to be within specification.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the graduation markings were easily wiped off on a 1 ml bd luer-lok¿ disposable syringe by a "simple stroke of a finger" making the markings illegible. There was no report of injury or medical intervention.